Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 anvil dislodged. The staples were malformed and the surgeon could not repair the tissue under thoracoscopy, so the case was converted to an open procedure.